Manufacturer narrative:
Additional narrative: a manufacturing investigation was conducted. The report indicates that the nose on the handle is completely flattened but not broken. The review of the production history revealed that this instrument was manufactured in may 2007 according to the specifications. No abnormal findings were identified. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances and that normal wear and tear in combination with the mentioned torsional forces caused this deformation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during an expert tibial nail (etn) operation, the small metal spike on the insertion handle which connects the handle and the nail broke off. When the surgeon placed the etn in the medulla canal he rotated the nail to the right orientation, at which point the breakage occurred. The surgeon continued and finished the operation without any problem and no prolongation of the operative time. The surgeon chose to leave the fragment in the patient. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient date of birth reported as 1984. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.